Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the ventricular perforation was attributed to the guidewire in use during the balloon valvuloplasty. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr the procedure was complicated by left ventricle perforation likely due to the wire at the moment of valvuloplasty. The pigtail catheter was advanced into the ascending aorta and aortic root angiogram was performed for guidance on valve delivery. Following that with the use of an amplatz catheter and newton wire they were able to get across the aortic valve and into the left ventricle. They then proceeded with the wire exchange technique using a long j-wire, pigtail catheter and amplatz extra stiff wire placed in the left ventricle with the pre-shaped curve. With that wire in place they advanced 4x20cm edwards bav balloon and proceeded with valvuloplasty in the usual sequence of breath holds, rapid pacing, balloon inflation, balloon deflation, and stop pacing. Immediately after stopping pacing the valve was advanced into the ascending aorta. At that moment the physicians were getting ready to get the valve in place in the appropriate position, the patient was noted to have significant hypotension followed by shock. A tee at that moment showed the patient to have a pericardial effusion and tamponade. The surgical team opened a subxiphoid pericardial window with improvement of flow immediately. Due to the persistent and large amount of blood, a perforation was suspected. The physicians immediately proceeded with an emergent thoracotomy; a left ventricular perforation was confirmed. Attempts were made to close the perforation by suturing, but due to the inability to control the bleeding with a beating heart, the patient was placed on heart pump with central cannulation. The physicians proceeded to deploy the 23mm sapien xt valve and the left ventricle was repaired. The lv perforation was attributed to the wire at the moment of valvuloplasty. The procedure was also complicated by a tear in the coronary sinus, and while placing the patient on bypass, the right ventricle was also perforated by the pacemaker lead. The coronary sinus was sutured. The left and right ventricles were repaired with a large patch post sapien valve placement. Following the tavr procedure, the patient was in acute respiratory failure, had acute kidney injury secondary to hypoperfusion, and hypotension secondary to cardiogenic shock. The patient expired four days post tavr. The official cause of death was not provided.